Manufacturer narrative:
(B)(4). A date of the event could not be obtained from the customer. Samples were only recently received, and their evaluation is still in progress. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
Customer states samples are leaking red cells around the gel (into the serum). Psc is stating they are following the correct protocol for the spin time, inverting period and centrifuge configurations and still saw this issue. This has happened about three times, maybe more, not all with the same lot #. The customer does not have a record for the other occurrences. The phlebs invert the sst tubes 5 times (straight up, down equals one) after the collection. The specimens clot upright for minimum 30 to an hour. All centrifuges are set for 15 mins." They noted the provided picture of the tube "is not immediately after being removed from the centrifuge but hours later. The serum is gold when removed from the centrifuge. It is not until later in the day when the processor is double checking the consolidation bags that the tubes are found with cells leaking through the barrier."

Manufacturer narrative:
Complaint (B)(4) received 1 rack 455071p/b230833c. Received customer picture.we have no further complaints for the material/batch. A check of quality, production, and maintenance records for 455071p/b230833c revealed no deviations in relation to the reported error. Customer returned samples were visually and functionally evaluated (filled and centrifuged at 1800g for 10min (minimum of recommended conditions)). No deviation with the function of the gel barrier could be observed. The alleged malfunction is not confirmed. Corrected and additional data : h3: samples received; h6: type of investigation, investigation findings, investigation conclusion; h10: manufacturer narrative.